Event description:
During a follow up phone call, the customer stated that their insulin pump had alarmed no delivery multiple times, which started approximately a month into receiving the device. The customer stated that they would resume and the insulin pump would start functioning again. But, the customer had notice that the device had not been delivering all of the insulin. The customer could not recall exact dates or their blood glucose values at the time of the issues, but their last known blood glucose was 125 mg/dl. At the time of the phone call their blood glucose was unknown. Assistance and information was provided. Troubleshooting was not performed because the reported issue was a past event. Nothing further was reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).